Manufacturer narrative:
The customer's test strips and coaguchek xs meter serial number(B)(4) were provided for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot and retention meter - vial 1 = 2.4 inr, vial 2 = 2.4 inr, vial 3 = 2.4 inr. Customer strip and meter - vial 1 = 2.3 inr, vial 2 = 2.4 inr, vial 3 = 2.4 inr. Donor #2: master lot and retention meter - vial 1 = 3.0 inr, vial 2 = 3.0 inr, vial 3 = 3.0 inr. Customer strip and meter - vial 1 = 2.9 inr, vial 2 = 2.9 inr, vial 3 = 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. It was determined that meter serial number (B)(4) was not used for testing of the first patient. Meter serial number (B)(4) was used for testing of the second patient and the 3.4 inr value on (B)(6) 2016 was measured on this meter. The year was found to be set incorrectly on the meter, so the date for testing as seen on the meter was 11/02/2000.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had concerns about results from 3 different coaguchek xs meters not matching results measured in a different laboratory. The customer provided data for a total of 17 different patients where coaguchek xs results did not match the results from the other laboratory. Of the data provided, there were erroneous high results for two different patients tested on the 3 different coaguchek xs meters using test strip lot number 12415512. The results from the meters were higher than results from the other laboratory, which used the dade innovin test method. Although the same test strip lot number was in use on all 3 meters, it was not known if the used test strips were from the same vial or from different vials. The customer mentioned that one meter was 5 years old and another one was 3 years old. The first patient, in a nursing home, had a sample collected around 6 or 7 a.m. On (B)(6) 2016 and this sample was initially tested in the other laboratory with the dade innovin method, resulting with a value of 2.5 inr. Later that morning around 9:30 a.m., a fingerstick sample from the patient was tested on a coaguchek xs meter with an unknown serial number, resulting as 3.9 inr. The doctor did not change the patient's dosage and believed the other laboratory result of 2.5 inr to be correct. The first patient is not anemic, is not on heparin therapy or direct thrombin inhibitors, and does not suffer from antiphospholipid antibodies. This patient has had no new medications, diet changes, or additional illnesses. The first patient's therapeutic range is 2 - 3 inr. The patient is tested every 2 weeks. The second patient, an (B)(6) male born on (B)(6) and weighing (B)(6), had a fingerstick sample initially tested on either coaguchek xs meter serial number (B)(4) or coaguchek xs meter serial number (B)(4) on (B)(6) 2016 at around 9 a.m.. The result from this sample was 3.4 inr. The physician asked the laboratory to collect a new sample from the patient and send this sample to the other laboratory for testing with the dade innovin method. A venous sample from the second patient was collected 10 to 15 minutes after the fingerstick sample and tested with either coaguchek xs meter serial number (B)(4) on (B)(6) 2016. The meter result from this second sample was 3.4 inr. The result from this sample at the other laboratory using the dade innovin method was 2.5 inr. It was not known which result was believed to be correct. The second patient was supposed to stop warfarin therapy for a biopsy and the customer was waiting for the patient's inr to drop. The patient was being monitored at the other laboratory using the dade innovin method at the time. The patient was confused and continue to take his warfarin dose. The customer stated that they were concerned with the result not going down as the patient was not supposed to be taking the warfarin dose. Mephyton (vitamin k) was administered to the patient on (B)(6) 2016 to prepare the patient for the biopsy procedure and was performed regardless of the inr values. The second patient's therapeutic range is 2 - 3 inr. The patient is tested monthly. The physician did not change the second patient's medication dose based on the meter's inr result. This patient did not report any special or unusual diet. The patients were not adversely affected. The customer's product has been requested for investigation and replacement product has been shipped to them. Relevant retention test strips (lot 124155) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were found to be acceptable.